Event description:
Medtronic received information that the patient experienced an ascending aortic dissection during the implant of this bioprosthetic valve, which the implanting physician attributed to movement of an unspecified part of the valve holder cinching mechanism. The dissection was surgically treated and the valve was successfully implanted. Additional information has been requested.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information, the failure mode cannot be determined. Multiple attempts were made to gather further information without success. If additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
It was not reported if the valve holder was discarded or if it will be available for return and analysis. The investigation remains ongoing; a supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.